Manufacturer narrative:
Concomitant medical products: product ID addrl1 implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, and noise on electrograms (egm). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.